Event description:
It was reported a wireless module for a spectrum pump had a burnt component. It was also reported, there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom of burnt component was confirmed through eval. Corrosion was found on wireless module flex as a result of fluid intrusion which caused components to fail as well as an appearance leading to the reported symptom. The device was removed from service as it was rendered irreparable.